Manufacturer narrative:
A ge svc rep performed an onsite investigation. The passive backplane was evaluated and replaced. The system was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that the system exhibited an error and failed to boot to a usable state. No pt serious injury or death was reported related to this event.